Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. She was in the hospital for at least three days after admission and was in the ICU (intensive care unit) of the hospital. The patient's blood glucose levels reached greater than 500 mg/dl while wearing the pod. When removed from the infusion site (abdomen), the cannula was found to be bent. She was diagnosed with hyperglycemia, a high amount of ketones, and high a1c. The patient was treated via an IV with insulin. An additional bolus (6-10 units) was performed by syringe. The caller did not have discharge papers and could not provide the exact medication/IV fluid used. The patient was also experiencing a bladder infection at the time she was admitted.